Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the patient had experienced ineffective therapy, prior to surgery.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2024 to explant both extensions (related manufacturer reference number: 1627487-2024-10087).